Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The result from the first sample from the patient was 0.238 and was reported to the doctor. The result from the second sample from the patient was 66.0. The first sample was repeated and the result was around 66.0. No unit of measure was provided. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The reagent performance was found to be acceptable.